Event description:
The consumer reported that they had a 3 foot fall off their bed and could feel that the device was working on the right side but their right leg kept wanting to buckle and it was hard to stand up. The patient turned the right side up to 5.2 and the left side to 2.5. When the device was working it helped a lot where they could walk but they were up since 4 am after the fall. The device was indicated for spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.